Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil was stuck because of which a bite had to be taken from the uterine wall') and oophoritis ('ovaries appeared thickened / physician found pus') in a female patient who had essure (batch no. 50643854) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, oophoritis (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruations with a lot of blood loss"), muscle spasms ("back contractions"), bladder disorder ("bladder complaints"), fatigue ("extreme tiredness / being exhausted") and disturbance in attention ("bad concentration"). The patient was treated with surgery (essure removed and ovaries removed). Essure was removed. At the time of the report, the embedded device, oophoritis, menorrhagia, muscle spasms, bladder disorder, fatigue and disturbance in attention outcome was unknown. The reporter considered bladder disorder, disturbance in attention, embedded device, fatigue, menorrhagia, muscle spasms and oophoritis to be related to essure. The reporter commented: the events did not improve after having gone through a revalidation trajectory for pain and tiredness for 8 months. During removal, patient's ovaries appeared thickened, the physician found pus and a coil was stuck because of which a bite had to be taken from the uterine wall and needed stitching. Soon the patient will visit a urologist because as a consequence of the coils and the removal she got bladder complaints and violent pelvic pain. At least for 2 years patient is not able to run her household. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lawyer (new reporter) provided essure lot number. Date of essure insertion was specified. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil was stuck because of which a bite had to be taken from the uterine wall') and oophoritis ('ovaries appeared thickened / physician found pus') in a female patient who had essure (batch no. 50643854) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, oophoritis (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstruations with a lot of blood loss"), muscle spasms ("back contractions"), bladder disorder ("bladder complaints"), fatigue ("extreme tiredness / being exhausted") and disturbance in attention ("bad concentration"). The patient was treated with surgery (essure removed and ovaries removed). Essure was removed. At the time of the report, the embedded device, oophoritis, heavy menstrual bleeding, muscle spasms, bladder disorder, fatigue and disturbance in attention outcome was unknown. The reporter considered bladder disorder, disturbance in attention, embedded device, fatigue, heavy menstrual bleeding, muscle spasms and oophoritis to be related to essure. The reporter commented: the events did not improve after having gone through a revalidation trajectory for pain and tiredness for 8 months. During removal, patient's ovaries appeared thickened, the physician found pus and a coil was stuck because of which a bite had to be taken from the uterine wall and needed stitching. Soon the patient will visit a urologist because as a consequence of the coils and the removal she got bladder complaints and violent pelvic pain. At least for 2 years patient is not able to run her household. Lot number: 50643854, manufacturing date: 2012/01, expiration date:2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2022: reporter aka added to the case; no other new clinical information; imdrf-FDA synchronization. We received a batch number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil was stuck because of which a bite had to be taken from the uterine wall') and oophoritis ('ovaries appeared thickened / physician found pus') in a female patient who had essure (batch no. 50643854) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, oophoritis (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruations with a lot of blood loss"), muscle spasms ("back contractions"), bladder disorder ("bladder complaints"), fatigue ("extreme tiredness / being exhausted") and disturbance in attention ("bad concentration"). The patient was treated with surgery (essure removed and ovaries removed). Essure was removed. At the time of the report, the embedded device, oophoritis, menorrhagia, muscle spasms, bladder disorder, fatigue and disturbance in attention outcome was unknown. The reporter considered bladder disorder, disturbance in attention, embedded device, fatigue, menorrhagia, muscle spasms and oophoritis to be related to essure. No further causality assessment were provided for the product. The reporter commented: the events did not improve after having gone through a revalidation trajectory for pain and tiredness for 8 months. During removal, patient's ovaries appeared thickened, the physician found pus and a coil was stuck because of which a bite had to be taken from the uterine wall and needed stitching. Soon the patient will visit a urologist because as a consequence of the coils and the removal she got bladder complaints and violent pelvic pain. At least for 2 years patient is not able to run her household. Lot number:50643854 manufacturing date:2012/01 expiration date:2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc quality-safety evaluation of ptc and listedness correction for the event oophoritis (from unlisted to listed). We received a batch number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a patient and describes the occurrence of embedded device ('coil was stuck because of which a bite had to be taken from the uterine wall') and oophoritis ('ovaries appeared thickened / physician found pus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with menorrhagia and pelvic pain, oophoritis (seriousness criteria medically significant and intervention required), back disorder ("back contractions"), fatigue ("extreme tiredness / being exhausted"), bladder disorder ("bladder complaints") and disturbance in attention ("bad concentration"). The patient was treated with surgery (essure removed and ovaries removed). Essure was removed. At the time of the report, the embedded device, oophoritis, back disorder, fatigue, bladder disorder and disturbance in attention outcome was unknown. The reporter considered back disorder, bladder disorder, disturbance in attention, embedded device, fatigue and oophoritis to be related to essure. The reporter commented: the events did not improve after having gone through a revalidation trajectory for pain and tiredness for 8 months. During removal, patient's ovaries appeared thickened, the physician found pus and a coil was stuck because of which a bite had to be taken from the uterine wall and needed stitching. Soon the patient will visit a urologist because as a consequence of the coils and the removal she got bladder complaints and violent pelvic pain. At least for 2 years patient is not able to run her household. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: embedded device analysis in the global safety database revealed 1576 cases. Oophoritis analysis in the global safety database revealed 13 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.